Event description:
The user facility reported to terumo cardiovascular systems (tcvs) that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump adaptor squealed. After an investigation by tcvs, it was determined that the issue was likely a centrifugal pump squeal and not related to the adaptor. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
The centrifugal pump ((B)(4)) and centrifugal pump adaptor ((B)(4)) were returned for eval. Visual inspections were performed on both devices, and no damages or anomalies were noted. Reviews of the device history records for the pump and pump adaptor revealed no production-related anomalies. Both devices were performance tested for sound issues, but no abnormal sounds were detected during the tests. A squeal from the pump adaptor could not be confirmed; therefore, it is likely that the squeal was an issue related to the centrifugal pump. The squealing noise is either due to increased friction or uneven wear between the seal rotor and stator. (B)(4).